Event description:
It was reported that pump displayed malfunction alarm labeled malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again.